Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2016 (time not specified) when she allegedly obtained a blood glucose reading of 270mg/dl using the subject device compared to a reading of 678mg/dl using an ER/hospital meter, however the measurements were taken more than 30 minutes apart therefore invalidating the accuracy comparison. The patient manages her diabetes using shots (other than insulin) and it is unclear if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient experienced symptoms of confusion and sweating approximately 20 minutes after the alleged issue began. The patient was reportedly taken to the emergency room (ER) on (B)(6) 2016 where her blood glucose was measured using an ER/hospital meter with a reading of 678mg/dl (time not known). The patient stated that she received hcp treatment in the ER of 30 units of insulin (instead of her usual 10 units) on (B)(6) 2016 in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and that the same approved sample site was being used. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate low readings on the subject meter, and subsequently received hcp treatment for an acute blood glucose excursion after the alleged meter issue began.